Event description:
This is an initial and final report: a report was received from the clinical study indicating that during post dilatation of a cypher stent, a small out-flow type a dissection was noticed. The dissection was treated with implantation of another cypher sirolimus-eluting coronary stent also at 18 atms with satisfactory results.

Manufacturer narrative:
This report originated from the study. The event involves a patient with a medical history including hypertension, hyperlipidemia, diabetes mellitus type ii and a family history of coronary artery disease. The patient's gender and medical history places him at increased risk for development of mace. Medications at baseline included aspirin, statins, ace inhibitors and clopidogrel. Intra-procedural medications included heparin. Acts were not reported. The patient underwent a percutaneous coronary intervention indicated by stable angina pectoris. Angiogram revealed an 80% stenotic lesion in the proximal-mid left anterior descending. The lesion was described as type c, de novo, smooth contour, eccentric, 30mm long, 3.0 reference vessel diameter, slightly calcified and with no evidence of a thrombus. The safety and effectiveness of the cypher stent has not been established in this type of vessel and/or lesion. Pre-dilation was conducted before elective implantation of a cypher at a maximum inflation pressure of 18 atms. According to the instructions for use, the rated burst pressure (rbp) for the product should not be exceeded. Pressures higher than the rbp may result in intimal damage or dissection. Post-dilation was conducted to fully expand the stent. Post deployment of the stent a small out-flow dissection type a was noted. Implantation of a cypher was conducted to treat the dissection with satisfactory results noted and no post-dilation required. Timi flow pre and post procedure was three. The procedure was completed and the patient recovered without sequela. The patient was discharged on aspirin, clopidogrel, statins, insulin and ace inhibitors. The products remain implanted thus unavailable for analysis. A device history record review of the involved lot number revealed the product met quality requirements for product acceptance. Conclusion: dissections are a known potential adverse event associated with coronary stenting. There are procedural and vessel factors which may have contributed to the reported event. There is no indication the event is design or manufacturing related. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.